Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cinched, t1 is missing its distal end, t2 showed no abnormalities. The actuator is in its t2 post-deployment position indicating multiple trigger advancements. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use: do not push the deployment slider twice or the second implant will deploy prematurely. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, the device fired both implants at the first deployment. Out of the box failure. Both ts were removed. A backup device was available to complete the procedure with no delay and no patient injuries.